Event description:
The product complaint report shows the customer alleged that the loss-of-power failed to activate while a performance test was being run. The customer's bio-med tech after speaking with co technical support specialist replaced the power switch. The unit returned to normal operation. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.